Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported they had a bad fall in (B)(6) 2018 and since then the implant is not working. They also stated if they turned it on, they could not seat on it because it was extremely painful. No further complications were noted or anticipated